Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed that the front panel bezel had an approximately one-inch crack on its top edge that was perpendicular to the bezel edge. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During a simulated treatment setup, encountered heater bag not detected message. After replacing the hp1, a post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette during the treatment test. The drain times were within the time specifications for a liberty cycler. The fluid in the hp1 filter is related to the reported symptom code lf22 (m31 air detected in cassette warning). The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp1 filter of the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette and under the cycler after ending their pd treatment. There was fluid discovered in the pump module area of the cycler and on the external of the cassette. The patient reported receiving an air detected in cassette alarm, drain complication encountered message and a draining slowly message during drain 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported fluid leak event. The patient¿s contact reported receiving an air detected in cassette warning, a draining slowly message and a drain complication encountered message in drain 3 of 5 and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out and the external of the cassette was leaking. The patient¿s contact stated that there was also fluid leaking under the cycler. The cause of the leak was unknown. There were no other fluid leaks were found. The patient's contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown) the patient's contact stated the patient was given antibiotics for one day. The patient's contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette and under the cycler after ending their pd treatment. There was fluid discovered in the pump module area of the cycler and on the external of the cassette. The patient reported receiving an air detected in cassette alarm, drain complication encountered message and a draining slowly message during drain 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported fluid leak event. The patient¿s contact reported receiving an air detected in cassette warning, a draining slowly message and a drain complication encountered message in drain 3 of 5 and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out and the external of the cassette was leaking. The patient¿s contact stated that there was also fluid leaking under the cycler. The cause of the leak was unknown. There were no other fluid leaks were found. The patient's contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown) the patient's contact stated the patient was given antibiotics for one day. The patient's contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.